Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed with no anomalies found. It was noted that the helix/lobe was distorted/bent.

Event description:
It was reported that there was positioning/fixation difficulty with the atrial lead during implant. The lead was not used, and a different lead was used. No patient complications have been reported as a result of this event.